Manufacturer narrative:
Investigation results: visual inspection: the provided implant shows no damages or other abnormalities. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based on the provided information and without detailed information about the implantation procedure as well as patient bone situation, a definitive root cause for the mentioned failure could not be determined. There are no hints regarding a material or manufacturing error/problem. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nk1001t - corehip std cementless 12/14 size 1. According to the complaint description, after rasping and inserting the implant, the bone cracked up to the top of the lesser trochanter. The use of core hip (proximal fixation) was discontinued, the bone was wrapped with a nesflon cable from another company, and the "trj" (distal fixation) was inserted. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).